Event description:
Crew was on a cardiac arrest call. Zoll monitor charged to 200 joules to apply shock. Failed to deliver shock. Another monitor on scene was used with the same defibrillator pads and the shock was able to deliver.